Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional gore device related to this event: gore tri-lobe balloon catheter (unk catalog/lot#) - refer to MFR report# 2017233-2010-00455.

Event description:
On (B)(6) 2010, the pt was treated emergently for a blunt aortic injury with descending thoracic pseudoaneurysm. The proximal aortic diameter measured 23.4 mm. The gore tag thoracic endoprosthesis was deployed without issue. However, when the gore tri-lobe balloon catheter was advanced, the balloon was noted to engage the distal scallops of the graft. Balloon advancement was stopped but the graft continued to migrate proximally at least 15 cm thereby covering the great vessels. An "innominate chimney graft" was placed and a right to left carotid to carotid bypass was performed to perfuse the brain. Post-operatively, the pt experienced a left hemispheric cerebral infarction. On (B)(6) 2010, the pt died from multi-system organ failure.